Event description:
It was reported that rv thresholds have gone to 4v at 1.0msec, since last interrogation where the thresholds were at 0.5v at 0.5msec. The patient reports no surgeries, traumatic injuries, or changes in drug regiment. The rv lead impedances and r-waves are stable and normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.